Event description:
As reported by the distributor. A new catheter was used to replace the original catheter, when there was no display number for the temperature portion of the catheter.

Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.